Manufacturer narrative:
A device history record (DHR) review was performed on the lot number (02f1101726) provided and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Based on a similar complaint, however, a corrective action preventative action ((B)(4)) was opened in order to assure a more robust retention. The lot number provided was produced before the corrective action was in place. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the circuit disconnected from the patient at the cuff near the column. There was no harm to the patient. The patient condition was reported to be fine.